Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be filed.

Event description:
Two rbc product samples at day-42 had hemolysis that exceeded the (B)(6) requirement of less than or equal to (B)(4). Disposable sets are not available to be returned for investigation. This incident occurred during trial software validation. This report is being filed due to the safety allegation of hemolysis.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be filed.

Event description:
Two rbc product samples at day-42 had hemolysis that exceeded the (B)(6) requirement of less than or equal to (B)(4). Disposable sets are not available to be returned for investigation. This incident occurred during trial software validation. This report is being filed due to the safety allegation of hemolysis.